Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead fractured. The leads were capped and replaced. No patient complications have been reported as a result of this event.